Event description:
It was reported that the bd max¿ system, bd max¿ instrument gave a false positive result. Unspecified confirmatory testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer reported issues with the assay. The rsv curves are not usual. They come out positive, but when they control the results, it is negative. Is a confirmatory test always performed? According to the customer, yes. Were patient samples involved? Yes. Were any erroneous results reported to the clinician? No.

Manufacturer narrative:
Device common name: instrumentation for clinical multiplex test systems. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary he complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that while the certest flu a/b rsv, they would have noisy curve that would often cause a false positive result. Application specialist visited the site and had the customer tap down the snap-in. The issue was resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2013, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no other work order was observed for the complaint failure mode reported. Samples were not returned for investigation, therefore returned sample analysis is not performed. Root cause is determined to be due to workflow. Complaint is unconfirmed by application specialist. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument gave a false positive result. Unspecified confirmatory testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer reported issues with the assay. The rsv curves are not usual. They come out positive, but when they control the results, it is negative. Is a confirmatory test always performed? -according to the customer, yes. Were patient samples involved? -yes. Were any erroneous results reported to the clinician? -no.